Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. Prior to the endoprosthesis implanted, a right axillo-left common carotid-left axillary artery bypass was prepared to maintain blood flow to the branch vessels of the aortic arch. The conformable gore® tag® thoracic endoprosthesis was advanced and deployed in a position where brachiocephalic artery was intentionally covered. A 12-fr sheath was then advanced from the right axillary artery, and a gore® excluder® aaa endoprosthesis, contralateral leg component (plc181000j/14722610) was advanced through the sheath. The contralateral leg component was deployed from the brachiocephalic artery to the ascending aorta as a chimney endoprosthesis, and upon withdrawal of the delivery catheter, its leading olive was detached from the catheter body and remained around the valve of the sheath. It was reported that some resistance was met while the delivery catheter was being withdrawn through the sheath. The detached leading olive was retrieved together with the sheath, and the procedure was concluded without further problems.

Manufacturer narrative:
D10: device available for evaluation corrected this section to ¿yes¿ and put 8/1/2018 as the date of device return. H3: device evaluated by manufacturer corrected this section to ¿yes.¿ h10/11: results of engineering evaluation the reported delivery catheter was returned and an engineering evaluation was performed. Engineering confirmed that the leading olive had pulled off the delivery catheter but no damage was seen on the leading end of the delivery catheter guide wire lumen and the polyimide had a smooth edge. No residue or material from the leading olive bond was seen on the polyimide. The device failure mode for the detached leading olive during this event is likely due to a lack of bonding between the leading olive and the delivery catheter.